Event description:
A customer observed a repeatable negative (non-reactive) ahbc result for a patient sample tested on a vitros eci analyzer. This result did not agree with results previously obtained from an alternate ahbc method on that patient nor does it match results obtained on an alternate ahbc method for this sample. False negative results may lead to inappropriate physician action. It is unknown if the result of this event was reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
The ahbc result for the sample in question is believed to be reactive based on alternate method confirmation and additional viral markers on an alternate sample of the same patient. No further investigation was possible due to the customer's unwillingness to provide additional information. Investigation into this event is unable to determine a root cause although it is likely that an unknown sample interferant may have caused the erroneous vitros result.